Manufacturer narrative:
(B)(4) 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/09/2001 and has no repair history at zimmer surgical since (B)(4) 2011. Evaluation of the device observed that the reported event was not reproduced during testing and the device operated within motor speed specifications. Prior to repair, the device was outside calibration specifications at the zero and 0.0200" thickness settings. The device was outside side to side specifications at the zero thickness setting. Repair of the device included replacement of the standard repair parts. Post repair analysis revealed that there was corrosion and grinding when manually rotating the motor shaft. The cause of the reported issue was not reproduced during testing; however, the corrosion and grinding noted to the motor could potentially cause the motor to malfunction. Special care regarding cleaning and sterilization should be taken to prevent accumulation of moisture within the handpiece that could lead to corrosion over time. It should also be noted that per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer air dermatome had a frozen motor. Additional clinical information determined that the device was found to be non-working during set up. The device was not used on the patient and the hospital had to obtain from a sister facility which took approximately 45 minutes. The patient was under general anesthesia during the time it took to obtain the borrowed device. The patient was stable and no additional medical intervention was required. The planned procedure was completed successfully with the replacement device.